Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device exhibited false downstream occlusion alarms. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was returned for evaluation of complaint of random downstream occlusion (dso) false alarms. Device was previously serviced for dso calibration failure. Review of event log found high alarm displayed: downstream occlusion. Customer complaint cannot be confirmed through pump power up test and occlusion test. Upon further investigation, found dso seal delaminated, battery housing corroded, battery door corroded, front housing screw threads stripped, usb port corroded, and disposables corroded. Unable to perform repairs due to 3 or more major repairs, sending to beyond economical repair.